Event description:
At the end of a left atrial appendage closure procedure, a pericardial effusion was observed using intracardiac echo as guidance and a pericardiocentesis was performed to stabilize the patient. The physician thinks that the prosthesis was the cause of the pericardial effusion (gore 30mm). No mention/suspicion that the viewflex ice catheter was in cause. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).